Manufacturer narrative:
The ort100 table rotational locking mechanism was removed and replaced with the most recent design to resolve the issue. Table was tested to verify proper function. Internal CAPA issued.

Event description:
Scheduled or table rotational lock repair and upgrade as a result of an observation during preventive maintenance. No patient involvement.